Event description:
Related manufacturer reference number: 3006705815-2021-02095. It was reported that the patient's trial procedure was abandoned because the patient was in too much discomfort.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.